Event description:
Med rad injector improperly prepared for use during cardiac catheterization procedure. Initially not loaded with contrast. Physician unaware. Connector tubing not used per physician preference. Approximately 15 cc air injected into patient's heart causing air embolus and subsequent death of patient. User error makes this incident a mandatory report per re-examination of incident on 06/16/97. Injector functioned properly.